Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit hemodialysis catheter isp. During the preparation leakage was observed in the catheter lumen while flushing with heparin saline solution under positive pressure prior to insertion. A new catheter was promptly replaced for flushing. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows catheter, needle, completely peeled sheath, dilator, tunneler and kit components inside a package. The clinician is pointing a catheter inside the package. However, the surface of the catheter was not clear. The investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), e1, g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit hemodialysis catheter. Isp. During the preparation, it was reported that the leakage was observed in the catheter lumen while flushing with heparin saline solution under positive pressure prior to insertion. A new catheter was promptly replaced for flushing. There was no patient contact.